Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a pimply rash that had spread to his entire body. The patient's physician prescribed medication and ordered a blood test to check for allergies. The medical outcome of the rash is unknown.